Event description:
The manufacturer received information alleging the patient passed away. The relationship between the device and patient death is currently unclear. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to the manufacturer.